Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During the investigation into a previous complaint another complaint was discovered. It was reported: "we do have occasional episodes of the valve fluid removal port becoming blocked with fibrin clot. This is not a major problem and doesn¿t in any way interfere with the air outlet. However the valve does need replacing when it happens."

Event description:
N/a

Manufacturer narrative:
The details provided indicate that the user occasionally has episodes of the valve fluid removal port becoming blocked with fibrin clot. The user also indicated that ¿this is not a major problem and doesn¿t in any way interfere with the air outlet¿. The instructions for use are very clear that if the port becomes clogged to replace it with a new device. This has been determined to be a user preference issue. Based on the details of the complaint this is a user preference issue and that the pneumostat drain has functioned properly for its intended use. The instructions for use specify that if the ¿needleless luer-lock port becomes clogged, replace with a new device.¿